Event description:
Meter name: one touch ultra. Strip name: lifescan. Meter code: unknown. Strip codea: unknown. Strip storage: unknown. Symptoms: not responding to people. A patient reported they were hospitalized. Their meter allegedly had no power. The patient was unable to test. The result from the hospital was 30 (no units). The time difference between patient's meter and hospital result was unknown. Treatment was an unknown IV and sugar water. No further info has been reported.